Event description:
Warning 02 (high impedance) using idet catheter. A 45 minute delay occurred and then case was terminated. The procedure was completed the next week with no problems.

Manufacturer narrative:
Unit failed for warning 02 when applying rf power. Main board defective.